Event description:
It was reported to philips that the wireless foot switch was flashing red and would not recognize the base station when plugged in. The device was outside of clinical use at the time of reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the wireless footswitch and returned the system to use in good working order.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the wireless foot switch was flashing red and would not respond when plugged in. The customer informed fse that the unit hadn't been charged, and fse observed that the wi-fi (led) indicator on the wireless footswitch at the time of occurrence was flashing red. So fse suspects the battery may have been discharged beyond recovery. During the on-site visit, there was an emergency patient on the way, so fse could not confirm the reported malfunctions. The defective part was sent for analysis and found that when all pedals are pressed, an audible click is heard. This is the common sound for wear out of the microswitches and during visual inspection noticed bracket loose. To resolve the issue, fse replaced the wireless footswitch and checked the connection with the existing base station. After the replacement, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Fse suspects the battery of wfs may have been discharged beyond recovery and there was a sound for wear out of the microswitches and during visual inspection noticed bracket loose. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.